Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing ejection fraction (ef) of 30%; therefore, the procedure was performed with extracorporeal membrane oxygenation (ECMO) support. Following "timeout", the drainage cannula in the left groin was established, and the infusion cannula in the right axilla via the cutdown approach was established. The right femoral artery was used as the main access site using two non-medtronic devices. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Following loading check, the delivery catheter system (dcs) was inserted and advanced using the inline approach. Upon crossing the ascending aorta, complete heart block (chb) was observed, and the valve was implanted. Following the implant of the valve and dcs removal, a 14 french (fr) non-medtronic sheath was inserted while the patient's pressure was measured. Upon removing the sheath, an intimal dissection and perforation near the femoral head of the access site were observed. Subsequently, surgical cutdown repair was performed and hemostasis was achieved with a patch. An angiography was performed that revealed a thrombus in the external iliac artery (eia). Therefore, an endovascular (evt) stent graft was placed from the left side for compression. The procedure was complete and ECMO was discontinued. Per the physician, the patient's anatomy, specifically body mass index (bmi) of over 30, and depth from skin to blood vessel combined with the vertical inline insertion may have contributed to the access site complications.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+, product ID: evfxplus-26, serial: (B)(6) use by date: 2027-06-24, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing ejection fraction (ef) of 30%; therefore, the procedure was performed with extracorporeal membrane oxygenation (ECMO) support. Following "timeout", the drainage cannula in the left groin was established, and the infusion cannula in the right axilla via the cutdown approach was established. The right femoral artery was used as the main access site using two non-medtronic (perclose) devices. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Following loading check, the delivery catheter system (dcs) was inserted and advanced using the inline approach. Upon crossing the ascending aorta, complete heart block (chb) was observed, and the valve was implanted. Following the implant of the valve and dcs removal, a 14 french (fr) non-medtronic (dryseal) sheath was inserted while the patient's pressure wasmeasured. Upon removing the sheath, an intimal dissection and perforation near the femoral head of the access site were observed. Subsequently, surgical cutdown repair was performed and hemostasis was achieved with a patch. An angiography was performed that revealed a thrombus in the external iliac artery (eia). Therefore, an endovascular (evt) stent graft was placed from the left side for com pression. The procedure was complete and ECMO was discontinued. Per the physician, the patient's anatomy, specifically body mass index (bmi) of over 30, and depth from skin to blood vessel combined with the vertical inline insertion may have contributed to the access site complications. Additional information was received that heparin was administered during the procedure. The patient¿s activated clotting time (act) levels were monitored approximately every 60 minutes and were maintained above 250 except at one point after the vascular injury was discovered, it dropped to approximately 190, and heparin was immediately added. The procedure took approximately 2.5 hours and the vascular repair took 3-4 hours. The minimum diameter of the access vessel was 6.2mm x 7.0mm(average 6.6mm). Per the physician, the dcs contributed to the dissection/perforation but not the sheath or guidewire. The chb continued following the valve implant and a permanent pacemaker was implanted two days later.